Event description:
Add'l info provided by the surgeon indicates that , at one day post-op, the pt outcome was favorable with no elevation in intraocular pressure or other sequelae.

Event description:
A user facility reported that during the injection of the viscoelastic solution, the cannula detached from the syringe and tore the posterior capsule.